Event description:
Clinical assessment: a 78-year-old male with a prior history of percutaneous coronary intervention (pci) of the right coronary artery was brought back for additional intervention involving the left main coronary artery to the left anterior descending coronary artery, with mechanical circulatory support using an impella cp. After revascularization of the left anterior descending coronary artery and the circumflex coronary artery, the patient developed hypotension and was found to have a distal left anterior descending coronary artery perforation with associated cardiac tamponade. A pericardial drain was placed, and balloon tamponade was applied to the distal left anterior descending coronary artery. Fat embolization was then delivered to the distal left anterior descending coronary artery, achieving hemostasis. Protamine sulfate was administered. Subsequent coronary angiography demonstrated thrombus formation in the left main coronary artery, the left anterior descending coronary artery, and the circumflex coronary artery, and these vessels were treated accordingly. The clinical team elected to leave the impella ventricular assist device in place for support. Frequent ectopy was observed, which the physician attributed to reperfusion injury and the complexity of the interventions performed. The patient was subsequently stabilized, successfully weaned from mechanical support, and the impella device was explanted. While the pump will be conservatively coded for the cascade of complications, they were more likely due to the coronary artery perfusion caused by the pci portion of the procedure since the pump does not interact with the coronaries. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The root cause of the injury was unable to be determined due to insufficient clinical details.